Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that proultra surgical #1 tip broke during use. No injury occurred.

Manufacturer narrative:
Customer returned one broken pusurg1 from lot number 0000319817. Visual inspection of instrument performed using microscope. No defects or markings were noted on instrument, tip was broken off as indicated in the complaint. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. Root cause of breakage cannot be determined. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.